Event description:
Adriamycin being administered through right chest infusion port. During last 20cc of medication, pt complained of slight stinging at port site under the skin. IV stopped. Port removed, after dye study on 7/15/97, in the radiology dept on 7/21/97. Dmso given to pt and ice applied to site immediately post. After port removed, found to be leaking.